Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a lap-assisted hysterectomy, the device jaws could not be re-opened. A new device of the same type was opened and used to successfully complete the case. There was no patient injury.